Event description:
The provider states the unit is pulling to the left with or without a patient.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.